Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The caller does not know the official cause of death. The caller stated that on (B)(6), before passing, at 1am, the customer's blood glucose dropped below 20 mg/dl and the customer went into cardiac arrest. The customer was in the intensive care unit for three days, but, never regained consciousness. The customer had thyroid conditions, had kidney transplant in 2002, and had congestive heart failure. The customer's blood glucose at the time of death was 150 mg/dl. The last recorded values in the insulin pump were 30 mg/dl on (B)(6) 2016 at 1am, and at 12:50 am it was under 20 mg/dl. The customer was not wearing the insulin pump at the time of death; it was removed when the customer's spouse was performing CPR when the customer's blood glucose dropped below 20 mg/dl. The caller agreed to return the insulin pump for analysis. Carelink upload was not possible at the time of the call due to no computer availability.